Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels of up to 500 (mg/dl), diabetic ketoacidosis, and gastroparesis. While in the hospital, customer was treated with an intravenous drip and fluids. Customer was released from the hospital on (B)(6) 2016. During review of pump data with tandem technical support, customer discovered that they had received an auto-off alarm on the pump around the dates of the hospitalization. Customer stated that they cleared the alarm and resumed insulin delivery promptly after seeing the alarm.